Event description:
Information was received indicating that during placement of a smiths medical portex blue line ultra tracheostomy tube, the cuff was noted to not be inflating. It was then verified that the balloon was punctured. There were no reported adverse patient effects.